Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
It was reported via notification from abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the patient endured cardiogenic shock during the procedure, which ended with a demised outcome, and left forearm compartment syndrome following the procedure both with a "possible" relationship to the impella cp device used. Six days prior, the patient underwent percutaneous coronary intervention to the left anterior descending artery. Three days later, the patient was readmitted and underwent ballooning to the right coronary artery. Three days thereafter the last intervention, now day of impella implant, the patient was readmitted through the emergency room as a st-elevation myocardial infarction and taken to the catheterization lab for emergent placement of impella cp device and pacer. Percutaneous coronary intervention was performed on the left anterior descending artery. During the procedure patient coded, underwent cardiopulmonary resuscitation and received pressors. At one point during the procedure discussion was made regarding adding extracorporeal membrane oxygenation (ECMO) or impella rp support or continuing the course. It was noted the patient was not an ECMO candidate and the interventional cardiologist decided not to implant an impella rp at such said time. Pertaining to the left forearm compartment syndrome, the patient experienced left forearm swelling/turgor/induration following multiple arterial access attempts during code earlier in the day following angioplasty/thrombectomy of recently placed lad stent, an impella device was placed, and the patient was subsequently therapeutically anticoagulated. The patient was noted to have progressive edema and turgor of the left forearm, extending to above the antecubical fossa, and consult was called. The patient underwent left forearm compartment release, left carpal tunnel release, and dorsal forearm wound vacuum was placed. The patient recovered from this adverse event with no sequelae. Continuing and while on impella cp therapy, lactic and creatinine continued to climb as well as patient having an increased requirement of inotropic support. The decision was made to escalate the patient to an impella 5.5 device which was therefore completed three days after start of support on the impella cp. The patient remained on impella 5.5 report for approximately five days before care was withdrawn. The patient was reintubated the following day after the start of support impella 5.5 implant, and the next day possible pneumonia was noted given positive sputum cultures. Palliative care consulted, care was withdrawn and the patient expired. The patient was very ill going into the impella mechanical circulatory support and noted not a candidate for ECMO nor left ventricular assist device supports. However, given the cardiogenic shock event during the procedure with the impella cp device, it cannot be said this event did not contribute to the patient¿s demise even though after the patient was escalated to the impella 5.5. Further, the registry noted the cardiogenic shock event with death outcome to be possibly related to the impella cp device.

Manufacturer narrative:
The investigation of vf/vt/af/at, nerve compression, and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-24151.